Manufacturer narrative:
Upon receipt of additional information, it has been determined a zimmer biomet device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined a zimmer biomet device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Patient year of birth (B)(6). Concomitant medical products: femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 7.5 standard offset, pn 00771100700, ln 61694547. Metasul head 36 12/14 szm/0 /0, pn 00877003602, ln 2564470. Metasul taper liner ii/36, pn 00877001036, ln 2555965. Reporting source (B)(6). Multiple MDR reports were filed for this event. Please see reports: 0001822565-2018-05629. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient experienced fascia latae rupture on the left hip. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.